Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported via a received implant card from a vns implanting hospital in the united kingdom that a pt had full revision surgery for a lead break. The explanted generator was returned for analysis and met specifications but the lead was not returned for analysis. Good faith attempts have been made for further details about the reported event but thus far no further info has been attained.